Manufacturer narrative:
Conclusion: the common probable cause for stenosis is due to pannus overgrowth. This finding is generally considered a patient-related condition. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 11 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that prior to the transcatheter valve implant, a mean gradient of 36mmhg and peak gradient of 62mmhg were noted on the bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.